Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 6th 2016, the lay user/patient contacted lifescan (lfs) ecuador alleging that their onetouch ultra meter displayed an unknown error message. The complaint was classified based on additional information obtained by the customer service representative (csr) after the medical surveillance specialist sent follow up questions for the patient to answer. The patient stated that the error message first appeared after breakfast on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage, but normally takes 20 units of lantus in the morning and 10 units at night as well as 12 units of humalog in the morning and at night. In response to the alleged product issue the patient stated that they had consumed less food and/or drink. 2 days after the alleged product issue occurred the patient developed symptoms of ¿itch on head and thirst¿; symptoms which the patient associated with high blood glucose. In response to these symptoms the patient called their doctor and received unspecified advice. The patient reportedly felt better 1-2 hours later. At the time of troubleshooting the csr was able to walk the patient through a retest and resolve the alleged product issue. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.